Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with a non-qualified handpiece. The root cause may be related to a failure to follow the instruction for use (IFU). The account used an unqualified handpiece. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It was reported that the account was uncertain of the amount of viscoelastic in the delivery system. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the lens was explanted in secondary procedure. Post explantation of seven days patient was seen again in our practice with finding of descemet's folds and iol in loco with visual acuity 0.8.

Event description:
A healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the iol has a massive scratch on it and of course the patient cannot cope with it. The lens exchange was planned. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).